Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however the error logs indicate the alarm occurred. The unit was returned to service.

Event description:
The hospital reported the unit alarmed 'pressure limit switch failure', this failure would have caused a loss of mechanical ventilation. There was no report of patient involvement.